Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the device. The customer has responded and indicated that the product has been shipped out to zoll for evaluation. However, the device has not been recieved yet. Therefore, this calim is closed as no sample returned.